Manufacturer narrative:
During the event, the patient was monitored by spacelabs telemetry system and central monitor. The hospital confirmed that there was no device failure. The devices did generate alarms during the event. The hospital confirmed that the nurse acknowledged before, during and after pages. All the involved devices were tested by a spacelabs' field service engineer (fse) in the hospital with no problem found. The devices returned to service after testing and continue to monitor patients. It is spacelabs' policy to submit an MDR when we become aware of death of any patient connected to our devices. We have concluded that this report is final and consider this issue closed.

Event description:
Spacelabs received a report that a hospital nurse did not receive any notification through her nurse phone. As a result, the nurse was not aware of a patient's condition. The patient passed away after the reported event.